Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports enabling the thumb advancer to be retracted proximally, and counter-traction with an assertive forceful pull was applied, which released the device from the tissue tract. Bleeding continued from partical closure requiring manual compression to achieve complete hemostasis. No adverse pt effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.